Manufacturer narrative:
Intuitive surgical, inc. (Is) followed up with the customer and obtained the following additional information: the procedure was completed robotically without injury to the patient and no parts were switched out for the other system. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse evaluated the system and was unable to reproduce the reported issue. No issues were identified. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse evaluated the universal surgical manipulator (usm) and no trouble was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support to report error 48100 had occurred twice and was resolved by restarting the system prior to making the call. The customer advised that the procedure was continuing. The technical support engineer (tse) attempted to review the system logs, however, due to the system restart, the logs immediately preceding the restart were not available for review at the time of the call. The tse informed the customer that the logs would be reviewed once available. The customer later contacted technical support to report that the error had reoccurred and was again resolved by restarting the system. The procedure was subsequently completed. The tse later reviewed the error logs and identified multiple entries indicating fiber power dropping below the low warning limit along with communication issues downstream from the axes controller, arm (aca) board in universal surgical manipulator (usm) 3. The procedure was completed with no reported injury.